Manufacturer narrative:
No event products were returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. 8 new, unused representative samples were returned from the customer. The root cause of this failure was not identified.

Event description:
It was reported that the slide clamps on the IV blood set were not working properly, and therefore were pulling both blood and saline from 'both sides' which caused a delay in the blood transfusion completion time. This issue has occurred during infusions as well as testing from the same lot in the lab. When the saline side was clamped and the tubing attached to the lvp, blood from the blood bag backed up into the saline bag. The user had to use another clamp from a different set to clamp off the saline line to prevent the bag from mixing with the saline; which further delayed the infusions. The nurse stated only one unit of blood was infused with this set, and that the roller clamp engaged. The event occurred in the oncology infusion department. There was no report of patient harm. The clinician further tested 3 blood sets using several alaris devices (no patient involvement). The saline was clamped; however when it was started, the pump did not alarm occlusion, it infused the saline even with the clamp engaged.